Event description:
It was reported that during a laparoscopic procedure, the devices were leaking when removing an instrument. There was no torque being applied. Based on the surgeon's opinion it was the seal that was leaking. The same devices were used to complete the procedure. No adverse consequences reported.

Event description:
Per the clinic, the patient was experiencing poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved resulting in the decison to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).